Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196-88 implantable pacing lead, (B)(6) 2011; d274trk implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil and svc (superior vena cava) defibrillation coil was beyond the expected upper range and a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Max defibrillation and svc defib impedances rise and vary between from 42 to 136 ohm from the week ending (B)(6) 2014 to the end of the record.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) after hearing their device alert. The right ventricular (rv) lead had high and variable impedances on both the rv and superior vena cava (svc) coils. Possible lead fracture was suspected. The lead was replaced. No patient complications have been reported as a result of this event.